Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery alarm error test due to motor error alarms. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a motor error alarm. Insulin pump was able to rewind. Support cap had no physical damage. Device was not exposed to strong magnetic field. No motor position encoder error alarm was found. The alarm only occurred once during prime. Customer's blood glucose level was unknown. Customer agreed to return the device for analysis.